Event description:
The surgeon provided additional info indicating she felt the problems with the cartridge resulted in bent/broken haptics. She feels the bent/broken haptics caused the capsular bag tear.

Event description:
A surgeon reported difficulty delivering the intraocular lens (iol) through the cartridge. The lens seemed to get stuck and a capsular bag rupture occurred. As a result the intraocular lens was placed in the sulcus. The patient's outcome was reportable as fine. The surgeon identified two possible contributing factors ( the diametr of the cartridge and possible damage on the end of the cartridge). The actual cause remains unknown. Additional information has been requested.